Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in routine hospital check with noise on the atrial lead. This noise was reproducible with isometrics. The physician had not reached out regarding this issue but the likely course of action for this issue was further monitoring.